Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds. At this time, this ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds. At this time, this ra lead remains in service. No adverse patient effects were reported. Additional information was received which indicated the device has good thresholds per auto test. No adverse patient effects were reported.